Event description:
Blood sugar (bs) was low 58; checked pump to shut it off and found bag to be empty; hung at 2200. Opened clamp and small white piece of pump fell out on the floor. Patient received insulin at an unintended rate due to clamp failure.